Event description:
Zenith implant procedure performed in 2004. The angulation of the aorta did not fit the inclusion/exclusion criteria for deployment of the zenith endovascular graft. When deployed the graft could not conform to the aorta and did not land perpendicular to the aorta. The graft however, did land just distal to the left (lowest) renal artery. A proximal type I endoleak was viewed at the proximal portion of the graft on the right side. Main body graft was re-ballooned multiple times with no effective result. A main body extension was deployed in an attempt to extend the graft closer to the right renal artery, but was unsuccessful in sealing off the aneurysm. Physician decided to conclude the procedure and watch the endoleak status for a couple of days. CT to be performed during the next examination. Three days later, an open surgery was performed to correct the proximal type I endoleak. At the time of the surgery multiple adhesions secondary to inflamation of the aneurysm resulted in significant bleeding from the common iliac artery and vein. The pt became hypotensive during the operation and required 30 units of blood plus multiple other blood products. The implanted zenith modular device was explanted without difficulty, but the surgeon had difficulty suturing a graft in secondary to poor tissue in the aorta. The surgeon noticed that the main body extension was positioned very near the left renal, but because of the angulation of the neck, a proximal endoleak was found in the region of the right renal artery. Pt developed multi-system failure and expired next day.